Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. No unexpected pump error 63 alarm during testing however, pump error 63 alarm, variable 9, is located in the formatted history file due to a software error. No pump error 28, 3, or 79 alarms noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump showed pump error alarms. Customer reported that they were able to clear the alarm and complete insulin pump rewind. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.